Event description:
The customer reported that the system would display motion error messages. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the remote user interface and the potentiometer as well as aligned the motion. The system was tested and found to be working as intended and put back in service.